Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they are experiencing inflamed gums, saliva gland infected, pain in left cheek and sensitivity to their teeth. They are not sure if it is an allergic reaction. They tried and cannot wear the aligners day or night. The patient wants to stop treatment. Advised patient to see their dentist. They will need to provide a letter to cease treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.